Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 8/1/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during anterior cruciate ligament reconstruction (aclr) meniscal suturing procedure on (B)(6) 2019, the 1st backstop was deployed with the truespan, however, the 2nd backstop stuck in the device. Because the surgeon was not able to detach the backstop from the device, s/he was not able to retract the device out of the joint. By cutting off the suture on the other portal, the device was retracted. The procedure was completed for less than a 30-minute delay. The device was brand new and the first use when the issue occurred. There was no harm to the patient. Further it was reported that the surgeon used another device and operation was a success and the first implant was left outside the joint capsule.